Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent double lung transplant with concomitant left atrial appendage exclusion (laae) using an achv45 clip. Although the patient had no prior history of atrial fibrillation, a significantly large left atrial appendage (laa) was noted intraoperatively, prompting the surgeon to perform laae. The patient¿s cardiac function was otherwise normal, including normal coronary arteries. The clip was successfully deployed, and the transplant proceeded uneventfully until both lungs were reinflated. At that point, the patient developed ventricular tachycardia (vt). Cardiopulmonary resuscitation was initiated. The team suspected the clip device as a potential cause of ischemia. The clip device was removed with the patient on cardiopulmonary bypass. Following clip removal, the arrhythmia resolved immediately. However, an atrial tear occurred when clip device was removed, which was successfully repaired. The patient is currently recovering well. There was no reported device malfunction, and the adverse event was the result of a procedural complication.